Event description:
Doctor was stapling across the small bowel with an echelon flex 60 (ec60a) stapler and noted the staples were misshapen in the center of the cartridge when the 5th cartridge load was used. The same stapler was reloaded with another white load and re-fired with the same result. The previous 4 fires were without incident. A new stapler was then opened and loaded with a white load and fired without incident. The doctor stated the misfires had a potential to cause harm if not noticed at time of misfire. He was able to complete the anastomosis without further incident.